Manufacturer narrative:
Additional information received; it was reported that after the bare metal stent was implanted there was no visible occlusion or endoleaks present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49.6 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician intended to land the left endurant ii limb at the common iliac artery, however the left internal iliac artery was covered by the limb to occlude it. Since the 16mm diameter limb was placed in the external iliac artery (eia), a 10mm x 4cm bare metal stent (bms) was implanted as treatment to treat the occlusion in this artery. As per the physician, the cause of the event was user error. It was noted that the separation of the internal iliac artery and the external iliac artery was insufficient and the length of the endurant ii limb was selected by mistake. No additional clinical sequelae were reported and the patient is fine.